Event description:
It was reported that the outer packaging of an ultra set disposable disconnect y-set was opened. This issue was observed prior to patient use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction/clarification b5: the outer pouch of a bulk package containing ten (10) units of ultra set disposable disconnect y-sets was open. No damage was noted on the drain bags contained in the pouch. (Reported as the outer package of one unit was reported on initial). H10: one (1) bulk package was returned for evaluation in unused condition with perforation intact. A visual inspection with the naked eye observed the re-sealable tape was not in the correct location per print. The reported condition was verified. The cause of the condition could not be determined. External packaging issues do not impact potential sterility breaches. There is no risk of contamination and/or infection to the patient for sterile-fluid-path packaging related issues as the sterility is maintained by the tip protectors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.